Event description:
The customer reported that following a radiology procedure in 2001, a vasoseal vhd was deployed. The deployer did not measure the pt's tissue depth with the vasoseal needle depth indicator kit (ndik) prior to deployment. Approx two hrs post deployment the pt lost pulses in the leg and was taken to surgery for a vascular repair of the right femoral artery. The surgeon noted that the collagen plug was partially protruding into the artery. Following surgery the pt's pulses were restored and no further complications were reported.